Event description:
It was reported that a death occurred. On (B)(6) 2019, the patient underwent a successful left atrial appendage (laa) closure procedure. A watchman laa closure device was implanted without complication. The following day, the patient remained in the hospital due to fever which subsequently turned septic. The patients family decided to make the patient do not resuscitate. The patient expired on (B)(6) 2019. No further information is known at this time.